Manufacturer narrative:
Full establishment name: (B)(6). This device has been returned for evaluation. The root cause has not yet been established at this time. Defects found during inspection. Inspection findings were: light guide lens cracked, lens glue discoloration and crack, connection cover had sharp edge, the bending cover was porous, bending tube was deformed, connecting tube had wrinkle and scratched pocket, the air/water nut and suction cylinder painting peeled off, the switch box and universal cord was scratched, and the connector plug unit had damaged housing. In addition, low angle, water contact/water removal and suction function failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during prosthesis removal procedure using this evis exera iii gastrointestinal videoscope and non olympus biliary stent, the prosthesis was broken in half. Bile prosthesis and forceps were stuck in the biopsy channel. Only part of the middle markers could be removed and the rest of the prosthesis was left in the bile ducts. As reported, the patient suffers from chronic narrowing of the ducts and has undergone segmental dilatation several times, the remainder of the prosthesis remains on the narrowing and maintains it. The patient has been discharged home and will be scheduled for follow-up appointments. This report is being submitted to capture the foreign object that clogged the biopsy channel found during device evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.